Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, multiple errors c-34 occurred on the vio dv integrated electrosurgical unit (erbe). The customer received phone assistance from the technical support engineer (tse). The customer power cycled the erbe, but the issue was not resolved. The customer used another electro surgical unit (esu) to continue with the procedure. The tse confirmed error c-34 in the logs. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The erbe initially powered on without error; however, error c-34 occurred repeatedly after the system was restarted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint and completed the failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa confirmed c-34 and c-00 errors in the logs. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.

Event description:
Refer to h10/h11 for follow-up information.